Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that after releasing the device, the rvlp became dislodged and migrated to the inferior vena cava. The rvlp was retrieved and re-implant was attempted but unsuccessful due to difficult patient anatomy. When the rvlp was being removed from the body the helix became sprung. The physician elected to complete the procedure without a replacement rvlp. There were no patient consequences.